Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged that the patient experienced an elevated blood glucose of 536 mg/dl with extreme thirst associated with an alleged an intermittent power issue in the pump. Reportedly, the patient continued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the pump had intermittent power issue due to unconfirmed occlusion alarm draining battery which is a training misuse by the patient. When the battery was changed, the patient was able to power the pump appropriately. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to use error.